Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon opening the box, hst iii system (3.8mm) parts were in pieces. The loading device body and delivery device handle were detached. The seal remained on the tube during the fourth loading step. The sterile barrier has been opened and the tray removed. The procedure was completed using a new heartstring, no harm was done to the patient. There was no major delay in the procedure.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d4 - UDI #; h-6 medical device ¿ problem code changed from "1069" to "2183". The lot # 3000379222 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon opening the box, hst iii system (3.8mm) parts were in pieces. The loading device body and delivery device handle were detached. The sterile barrier has been opened and the tray removed. The procedure was completed using a new heartstring, no harm was done to the patient. There was no major delay in the procedure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.